Event description:
Per impact adverse event report, noise from this lead was detected after range of motion. Per clinical studies associate, the noise was displayed on the right atrial lead. Surgical intervention was not performed and this lead remains implanted.